Manufacturer narrative:
Under investigation, follow up report will be provided.

Event description:
While fixing a posterior rib fracture, the surgeon struggled to match the correct contour and had to bend the plate several times. The surgeon did not follow contouring instruction and instead used standard eventually installed. On post-op day two, an x-ray showed that the plate had broken. The plate was removed at a later date.